Event description:
The customer reported experiencing alarm 2 followed by alarm 26 due to an occlusion event that occurred earlier in the day. These occlusion issues had been happening since at least (B)(6) 2025. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. To resolve the issue, the customer changed the cartridge and resumed insulin. Additionally, the technical support team was tasked with completing a pump system check.